Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Should additional information become available, a supplemental report will be submitted. Device not returned.

Event description:
Review of the mako empathic longitudinal research study noted, "femur was wrong size - second time it happen. Medial lateral fit, too wide." (Pg 23) also, "doesn't look like it cut quite right" (pg 20). Review of the videographer report noted that the trial broke (pg 9).